Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 10/10/2024, it was reported that around 8pm, the patient reported her cgm was reading ¿normal¿ (no specific value was reported) but she felt shaky, sweaty, and had presyncope. Although the patient did not report any specific cgm or bg comparison values, the patient did allege a cgm inaccuracy. The patient was also wearing a tandem insulin pump. The patient self-treated with orange juice and the patient¿s husband called ems. Ems arrived, and no specific cgm or bg comparison values were provided when ems arrived. The patient was transported to the ER. At the ER, the patient¿s cgm was reading 67 mg/dl, and the bg meter was reading 31 mg/dl. The patient can no longer recall the medication or treatment she was provided in the ER. The patient was discharged home after 6 hours. She was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.